Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse trying to start therapy and getting alert 01 (patient line open). The guided to diagnostics. The system hours was 6544, pump hours was 5305, inlet pressure was 0 psi, circulation pump control was 0% and flow rate was (B)(4). The restarted therapy and checked again. The flow rate was (B)(4) (l pads), inlet pressure was -7.2psi and circulation pump control was 81%. Per customer via phone on 31oct2023, it was reported that therapy was completed with this device and there was no impact to the patient. The patient was a male in his 80's with a small petite body frame. Nurse stated that they reached out to mis and they walked her through troubleshooting. Nurse was instructed to make adjustments in the setting and to remove the kink from the tube. The device did not go to biomed and it is still in circulation.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: sections a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse trying to start therapy and getting alert 01(patient line open). The guided to diagnostics. The system hours was 6544, pump hours was 5305, inlet pressure was 0 psi, circulation pump control was 0% and flow rate was 0 lpm. The restarted therapy and checked again. The flow rate was 2.5lpm (l pads), inlet pressure was -7.2psi and circulation pump control was 81%. Per customer via phone on 31oct2023, it was reported that therapy was completed with this device and there was no impact to the patient. The patient was a male in his 80's with a small petite body frame. Nurse stated that they reached out to mis and they walked her through troubleshooting. Nurse was instructed to make adjustments in the setting and to remove the kink from the tube. The device did not go to biomed and it is still in circulation.

Event description:
It was reported that the nurse trying to start therapy and getting alert 01(patient line open). They guided to diagnostics, the system hours was 6544, pump hours was 5305, inlet pressure was 0 psi, circulation pump control was 0% and flow rate was 0 lpm. The restarted therapy and checked again. The flow rate was 2.5lpm (l pads), inlet pressure was -7.2psi and circulation pump control was 81%.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.